Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the keyboard is damaged and the upper case is dented. It was noted the main printed circuit board was damaged; a component was damaged when a new battery was installed after repair. It was also noted the battery returned measured 6.89 volts no load. Low battery indication is 7.2 volts nominal and end of operation is 6.3 volts nominal. The device passed all incoming functional tests. (B)(4).

Event description:
It was reported the device alarms "self test failure" when powered on. It was also reported the on key is damaged. The device was returned for repair. There was no patient involvement.